Manufacturer narrative:
Follow-up #1 product analysis: the device was returned and evaluated by product analysis on 03/07/2017 with the following findings: no pump issues were observed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The pump was manually suspended on (B)(6) 2017 at 14:46 and manually resumed at 19:12. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mmol/l with symptoms of fatigue, blurred vision, and large ketones. The patient was allegedly hospitalized and treated with insulin via injection and intravenous fluids. The reporter reviewed the pump history with a customer technical support representative and found that the basal history totals did not match up. This variation was determined to be caused by the basal edit screen being accessed and the patient making changes to the basal program. The remaining basal and bolus histories appeared to be accurate and reflected the expected amount of insulin delivered. The reporter stated that the patient had symptoms of dehydration not caused by the blood glucose excursion, an unrelated illness, and that the patient was overriding the suggested bolus deliveries provided by the pump. The patient¿s healthcare provider had made changes to the patient¿s basal rates in relation to the alleged event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and was hospitalized while on the pump.